Event description:
The bili blanket overheated and turned off. The machine was warm to touch but the blanket end was cool to touch. Biomed tested it, found fan not working on the device, replaced fan parts, all tests passed specifications, returned to service. From biomed: reported problem: when the fan come on, on the billi light/blanket, it makes a weird clicking sound. Corrective action: fan found smacking the cowling. Reseated fan screws to correct.